Event description:
This is a case that was reported on the to a baxter (B)(4) from (B)(6). It was reported that the nurse connected the patient to the product and commenced draining the patient's peritoneum. The nurse noticed the bag was leaking dialysis fluid onto the floor through a small tear on the right lower third of the bag. The nurse has marked the tear on the sample that is to be returned. A patient was involved but no injury was incurred.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. One unit from the (B)(4) was received at the plant for evaluation. A batch review was performed and found to be acceptable. The unit was visually tested to confirm a cut on the bag. The root cause was determined to be an inadequate seal. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.